Event description:
International customer reported that a patient presented to the emergency room in 2009 for a laceration repair. The surgeon attempted to simultaneously close the wound and control the bleeding by applying pressure to the site with gauze before completing a full passage of the needle. The surgeon reports that the needle then released from the suture and was subsequently lost within the tissue. The patient was transported to a remote hospital for needle explant. This initial attempt failed and the patient was returned back to the primary facility. The patient was then returned to surgery, and the retained needle was explanted three days later in 2009.

Manufacturer narrative:
Results: representative samples of the returned product were tested for needle attachment strength and the results obtained were above the ethicon requirements, which always equal to exceed the minimum usp requirements. Conclusions: no device failure detected and the product is within specification. User error caused the event. The attending physician lost both visual, and tactile control of the needle during use.